Manufacturer narrative:
After an original bunion surgery was completed an unknown patient experienced loss of correction. A revision surgery was completed on (B)(6) 2016 to remove the original unknown plates and unknown screws. The product identification necessary to review the specific manufacturing history was not provided. The root cause of the removal of the unknown plate(s) and unknown screw(s) was reported as loss of correction and not related to any performance issues with the manufacturer's implants. The company will supplement the MDR as necessary and appropriate. Not returned to manufacturer.

Event description:
After an original bunion surgery was completed an unknown patient experienced loss of correction. A revision surgery was completed on (B)(6) 2016 to remove the original unknown plates and unknown screws. There were no performance related issues reported with the manufacturer's implants.